Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range shock impedance measurement on the right ventricular (rv) channel. Boston scientific technical services (ts) reviewed data from the device and provided troubleshooting recommendations. The patient will continue to be monitored. The rv lead and the crt-d remain in service. No adverse patient effects were reported.